Manufacturer narrative:
Insulin pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no low battery alert noted. Pump passed displacement test, rewind, basic occlusion test, prime/delivery, excessive no delivery test and occlusion test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted.

Event description:
Customer reported via phone call of receiving a low battery alert even after receiving a new battery cap months prior. Customer's blood glucose was 50 mg/dl. Customer was advised that since battery cap did not resolve the issue, that insulin pump would need to be replaced.